Manufacturer narrative:
The facility has confirmed that the device has been disposed; therefore, no direct product analysis is possible and no root cause can be determined.

Event description:
It was reported that prior to a pci procedure, "the physician noticed that white powder and things like that was on the tip of the wire during unpacking." Although requested, no additional information has been provided regarding this foreign matter found on the guidewire.